Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping or scroll bar anomalies were noted on the display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the numbers on the insulin pump were scowling up and down on her screen. Customer was attempting to bolus for high blood glucose of 304 mg/dl, treated with manual injection. Customer reported she did not recall any significant even that may caused the keypad issue but she does have the device in her pocket all day. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.